Manufacturer narrative:
Patient identifier: requested, unknown; age & date of birth: requested, unknown; patient sex: requested, unknown; weight: requested, unknown; ethnicity: requested, unknown; race: requested, unknown; catalog number: unknown, not provided; lot number: unknown, not provided; expiration date: unknown due to unknown catalog and lot number combination; UDI: unknown due to unknown catalog and lot number combination; implanted date: device was not implanted; explanted date: device was not explanted; establishment name: unknown; establishment address: unknown; initial reporter name : unknown; phone number: unknown; health professional: unknown; occupation: risk manager; device manufacture date: unknown due to unknown catalog and lot number combination. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. Terumo tmc performed a maude search on (B)(6) 2022. Report number (B)(4) was found therefore, the maude report has been provided.

Event description:
The user facility reported that the angio-seal closure device failed while trying to deploy.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. Without a sample available for product evaluation, no definitive conclusion can be drawn as to the cause of the alleged event that was reportedly experienced. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).